Event description:
It was reported that this device exhibited a shock lead impedance (sli) of greater than 200 ohms in triad and 113 ohms (rv coil to device). Technical services (ts) discussed vector breakdown, lead replacement/extraction and additional risk with extraction due to calcification. This device currently remains in service and no adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).